Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent deformation and failure to deliver device), (root cause of the reported event cannot be determined based on limited information). Evaluation: conclusion: no conclusion can be drawn (root cause of the reported event cannot be determined based on limited information). (B)(4).

Event description:
The physician was attempting to implant a 2.75mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion in a patient; however it was reported that the stent could not cross the lesion, and when the stent was removed from the patient, the stent was noted to be damaged. Another 2.75mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug eluting stent was then attempted, however the same event occurred. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the stent was positioned between the inner marker bands as per specification; the distal stent struts of the returned stent were overlapping and bunched. (Ref MFR # 9612164-2011-01681 and 9612164-2011-01682)